Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with the cartridge and alleged the cartridge "did not work". Customer's blood glucose level was 422 mg/dl. Reportedly customer loaded a new cartridge onto the pump successfully to address the issue and resume insulin therapy.